Event description:
On 2/21/95 an ipp device was implanted. On 9/12/95 the pump was removed. On 2/27/96 the pump was reimplanted. On 9/10/96 the pump was removed. On 2/4/97 the cylinders and reservoir were removed form the pt due to infection. Previous pump erosion and pseudo capsule -reservoir.